Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a routine device check found the left ventricular (lv) lead exhibited no capture due to increased lv pacing thresholds. The lv lead was inactivated. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.